Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a sleeve procedure after gst60b firing, the reload left a piece of plastic over the stapler jaws. There were no patient consequences reported. No additional information is available at this time.